Event description:
The patient was seeing the system start-up screen on the patient programmer (pp). New batteries were tried and it was not resolving the issue. The patient was getting the set clock screen on the pp continuously. When the clock was set the pp would restart and go back to that screen. The pp did not get wet. This stated yesterday. A replacement was requested. It was stated ¿I am dying with no stimulation¿ since this also started yesterday. The patient was using the recharger to turn stimulation on but it's ¿stuck real high because I can¿t adjust it without the controller.¿ when the patient charges the implantable neurostimulator (ins) she will get the temp icon screen and it feels warm. No product issues were reported with the recharger. No patient harm reported. Upon return of the device, analysis found the digital board crc failure. Additional information has been requested to find out if any intervention or troubleshooting was required and to obtain the outcome of this event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3888-45, lot# v521134, implanted: (B)(6) 2011, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37092, lot# 240620002, implanted: (B)(6) 2011, product type: accessory. Product ID: 3888-45, lot# v521134, implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).